Manufacturer narrative:
Approximate age of device ¿ 4 years and 3 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2012, the patient was admitted due to a driveline infection. The patient had (B)(6) in the recent past. The date of onset was not specified. It was reported that the patient was hemodynamically stable, but febrile. The patient was scheduled for a debridement. Additional information was requested; however, none was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.